Event description:
Matrx received a phone call from the MFR (allied healthcare products inc.) With the testing results of the four nasal cannulas sent for evaluation. It was found that the one nasal cannula received from the customer was occluded, and the three taken from matrx stock were not. At this time it was concluded that the occluded nasal cannulas were limited to the three received by reporter. No other reports of nasal cannulas from the lot (of 5500) have been received. Results of the investigation found that the root cause of the defective product was that the cannulas were manufactured improperly causing the cannulas to be occluded. The tubing of the cannula was inserted too far into the cannula nare, blocking off the air flow. This improper MFR was the result of inadequate training of manufacturing personnel and has been rectified with training of the manufacturing personnel. Though the cannulas were manufactured improperly, the defective products could have been identified with a flow test. This test had not been part of the normal in-process testing of the cannulas as there had never been a problem of this nature and it was deemed as unnecessary. In response to the problem with the occluded cannulas, co has implemented an in-process flow check of the finished cannulas. This flow check will identify cannulas that are occluded due to improper MFR or any problem with the air flow. Test stands have been set-up in the production area for the flow check and manufacturing personnel have been instructed on the conpletion of the flow check. This testing will also be completed upon finished product inspection by the quality control inspectors.

Event description:
Rptr has now had three (3) nasal cannulas that are/have been plugged, not allowing o2 to pass through or to be delivered to the pt. Rptr has been treating spike with rep at matrx on 7/2002 at 1420 about this. She was going to have someone else call back the next day. Have not received any call back yet.

Event description:
Add'l info rec'd from MFR 10/2/02: the product invovled in the report is a disposable nasal cannula. This product is not mfg by matrx. It is mfg by allied healthcare products inc., and distributed by matrx. The customer has reported that there were blockages in three separate nasal cannulas, each from the same lot (number 1201). All existing stock of nasal cannulas with the affected lot number, (3) were removed from stock and quarantined. The customer also verified that there were no pt injuries, and forwarded one of the suspected nasal cannulas for evaluation. On oct 1st, the single sample nasal cannula from the customer and the three nasal cannulas taken from stock (with the same lot number) were sent to the MFR (allied healthcare products inc) for evaluation.